Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pressure from the pa distal lumen was observed to be increased and unstable on the monitor during the process of advancing the swan ganz catheter into the pulmonary artery during use. Although zeroing was attempted several times and successfully performed, the pressure values remained unstable. The issue was not resolved by replacing the pressure monitoring kit but was resolved by replacing the catheter. There were no patient complications reported. Date of event is unknown.

Manufacturer narrative:
The reported event of pressure measurement issue was unable to be confirmed during product evaluation. Balloon did not maintain its inflation due to leakage from pa distal lumen port. An interlumen leak was observed between inflation lumen and pa distal lumen at the backform. Balloon inflation was observed when leak test of pa distal lumen was performed with air. Other through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body, balloon, and returned syringe. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Lot number was previously unknown, but later identified from the eeprom data with the returned product. Lot number is 63238120. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.